Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had to press buttons multiple times and insulin pump had scratches on the screen make it hard to read. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump had backlight was dimmer and had no delivery alarm and insulin pump had rejected new batteries, battery life had diminished. The insulin pump will not be returned for analysis.